Event description:
The manufacturer received information alleging a ventilator air was leaking from the filter at the back and creating a bubbling noise at the oxygen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module subassembly was replaced to address the issue.